Event description:
On 6/12/95, rptr was notified by the implanting surgeon that the pt's port had been removed at another hosp center. This was because it was severed where the tubing attaches to the reservoir.